Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. In addition, the pump battery dropped from 30% to 10%. The customer¿s blood glucose level was 206 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.